Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that insulin pump alarm critical pump error. Customer's blood glucose at time of incident was 5.0mmol/l. The customer stated critical pump error image was displayed on the screen. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.

Manufacturer narrative:
The insulin pump alarmed open book and pump history download confirmed that alarm 35 occurred due to corroded electronic assemblies. The motor assembly found with traces of moisture per visual inspection. The insulin pump was received with cracked case on the back at the battery tube area. The insulin pump was received with minor scratched lcd window, scratched case and keypad overlay. The insulin pump was received with fading serial number label.